Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported via phone call that the insulin pump had a button error alarm. The caller stated that the customer was wearing the insulin pump at cross country practice prior to the alarm occurring. Blood glucose level at the time of the incident was 368 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.